Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm, unexpected restart alarm or reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got multiple pump error alarm. The blood glucose level was unknown. The insulin pump will be returned for analysis.